Manufacturer narrative:
This product will be reported under manufacturer report number 2916596-2026-01518. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following a patient outcome and pump stop associated with pump (serial number: (B)(6)) and controller (serial number (B)(6)). The review of the downloaded log files from controller (serial number: (B)(6)) captured the controller being connected to a different pump (serial number (B)(6)) than the pump associated with the reported patient. The current revision of the patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook is currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's second system controller was available for evaluation to aid in cause of death determination.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.